Event description:
According to the available information during the procedure, the stent pusher became stuck inside the stent. While attempting to withdraw it, the pusher kinked and got caught on the guidewire. Ultimately, due to the inability to release the pusher using the standard technique, the stent had to be deployed using a grasper.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.